Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired eight to 10 clips and then stopped firing. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Empty. (B)(4). The analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and locked. No functional test was performed. The feeding issues reported could have been caused by the device being empty and locked. The batch record was reviewed and no anomalies were noted during the manufacturing process.